Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: received one (1) opened/unused. List #100/199/070j, tracheal tube. A small black particulate was observed on the surface of the cuff. The cuff was inflated fully with 20ml of air as per IFU (instructions for use) with an ICU medical provided syringe. A black particle was observed on the cuff surface. Upon further investigation, the particulate in question is observed to be an indelible black ink marking. The complaint of particulate matter can be confirmed. The probable cause is due to errant black ink disposition on the cuff during the tube printing process. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that "there was a black dot on the cuff". There was no patient involvement, and no patient harm/adverse event reported.